Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was not replicated. No device problem was found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had scope communication error b30. There were no reports of patient involvement.

Event description:
It was reported the deflectable videoscope had scope communication error b30. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include degradation, inappropriate material. Mechanical problems like: leakage/seal; stress; deformation; wear and tear. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. That could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.